Event description:
It was reported that the gastrointestinal videoscope had no image. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported issue was not confirmed. Device evaluation observed that the image displayed e315 during start up. A root cause could not be identified. Based on the results of the investigation, the most probable cause of e315 was a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.